Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. All available information was investigated and a definitive cause for the slda in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. A short posterior leaflet was noted. Two mitraclips were successfully implanted. A third clip delivery system (cds 90111u123) was advanced to the mitral valve and the clip was deployed. After deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). In the physicians opinion, the slda could have been caused by pre-existing patient anatomy; however, this is not confirmed. Three clips were implanted, reducing the mr to 3+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.